Event description:
Rayner intraocular lenses limited received notification of an event that occurred following implantation of a c-flex aspheric 970c iol. The healthcare professional reports that opacification of the iol was detected post dsek surgery. For further information, please refer to rayner's MDR 9611165-2014-00078. The patient has had repeat bilateral ocular surgical trauma with ocular inflammation over a prolonged period of time. The combination of environmental conditions, multiple surgical procedures, and patient health could be causative factors to the development of opacification in this instance.